Event description:
The caregiver (cg) stated that while setting up the homechoice machine for peritoneal dialysis, one of the cassette spikes came out of the solution bag. The cg stated that she was starting therapy over but needed assistance removing the cassette. The technical service representative (tsr) advised the cg to cycle power and instructed to remove the cassette at "load the set." The cg confirmed she removed the cassette and would start over with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's wife who stated this was an isolated incident and reported no adverse event resulting from this incident. The wife did not know further detail to determine lot information and all product was used and discarded without further incident.